Event description:
In 2004, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2005, the pt underwent a reintervention and was implanted with gore excluder aaa endoprostheses aortic extender components. In 2008, the pt underwent a second reintervention whereby a cook cuff was implanted. In 2009, the trunk ipsilateral leg component was explanted and the contralateral leg component, aortic extender components, and cook cuff was left in place. According to the physician, there was a high type ii endoleak with the lumbar arteries at the aortic neck of the abdominal aortic aneurysm. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.